Manufacturer narrative:
Product development investigation was completed. We found that the tooth of the insertion handle is broke off as complained. The tooth was not sent back for investigation, which makes a verification of the relevant dimensions impossible. Therefore the device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The used material was stainless steel as required and the measured harness was within the specification. These findings let us assume that no manufacturing related issue caused this occurrence. Based on the complaint description we are not able to determine the exact cause of this occurrence. It is likely that a loose connection between the handle and the nail caused the shearing off of the tooth. Such a loose connection can lead to a mechanical overload at the tooth as the force is only applied onto the tooth. Therefore a tight connection between the nail and the insertion handle is elementary for the proper function of the system. This makes it important that the tight connection is checked after assembling and especially after hammering onto the construct after the nail insertion. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporting facility phone number is (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jun 28, 2007. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017, the end of the insertion handle, where the nail connects to the handle, broke. No fragments were generated. There was no surgical delay and the procedure was successfully completed. There was no patient harm. Concomitant parts reported: 1x unk nail, part unk, lot unk. This report is 1 of 1 for (B)(4).